Event description:
Healthcare professional reported left side "encapsulation", surgery report showed capsular contracture, baker grade IV and ultrasound report showed "cystic formations". Regulatory agency later reported "encapsulation". The device has been explanted with total capsulectomy and replaced with a non-allergan product.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: cyst: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and some cystic formations via ultrasound. Total capsulectomy performed. The device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201 continued h.6. Health effect - impact code: f2203 a review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observation: ¿ red biological tissue observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.